Event description:
It was reported that the device was used during a radial harvest procedure, the device had a continuous tone at the beginning of the case and then stopped during surgery. The handpiece was changed and a new device applied to complete the case. No patient consequence.